Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, the patient had vegetation on the right atrial (ra) lead and had undergone laser lead extraction. There were no additional adverse patient effects reported. The pacemaker was explanted.